Manufacturer narrative:
During technical investigation the following was observed: the error description provided by the customer, "loss of vision intermittently", could not be confirmed. There was no finding corresponding to the failure described by the customer. Also, the outdated software does not indicate any issues related to image loss. The issue can be determined to the cable connection of periphery devices which cause bad connections or shortcuts. Consequently, the image could fail or disappear. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a loss of vision intermittently. No negative impact in state of health reported.